Manufacturer narrative:
(B)(4). Result: a visual inspection of the returned product found one loop haptic bent. Lens was returned in liquid. Conclusion - (no device failure): based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to the pt's anatomy and was not lens related. #(B)(4).

Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens into the pt's left eye. Due to the pt's anatomy, the surgeon was unable to center the lens in the posterior chamber. The lens was removed, the incision was not enlarged, the surgeon implanted an anterior chamber lens and routinely sutured the wound. There was no device malfunction.